Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that in 2014 the patient's regular healthcare provider had moved to a different practice and hadn't had insurance set up yet so for a period of time the patient went to see another physician, however the patient experienced many complications. The physician started decreasing the dose and then the patient was experiencing withdrawal symptoms, return of symptoms. It was finally determined by the healthcare provider that the catheter was plugged so the healthcare provider performed surgery in (B)(6) 2015 to fix it. No further complications were reported.